Event description:
According to the reporter, during a laparoscopic procedure, while on anastomosis, the anvil broke off and got stuck in the rectum. The anvil was recovered. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.